Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Device was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected low battery, batt out limit or failed batt test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No motor error alarm, unexpected no delivery alarm or rewind grinding loud noise anomaly noted during testing. The motor was tested outside the device and passed. Device had cracked battery tube threads, stripped battery cap coin slot (p). The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump received motor error. The customer¿s blood glucose level was unknown. The customer reported that the cartridge threads did not always line up and does not screw all the way, unexplained no delivery and had to troubleshoot to clear. It was reported that the rewind was more than once, slower rewind and motor error. The insulin pump will not be returned for analysis.